Event description:
It was reported that while using the bd vacutainer® push button blood collection set with pre-attached holder that the blood moved slowly. No patient impact. The following information was provided by the initial reporter: " sm 367352_3066880 blood is going slowly."

Manufacturer narrative:
D2: medical device type: jka. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set with pre-attached holder that the blood moved slowly. No patient impact. The following information was provided by the initial reporter: " sm 367352_3066880 blood is going slowly."

Manufacturer narrative:
H.6. Investigation summary: bd received 2 shelf packs of samples for investigation. Thirty (30) of the samples were chosen at random and evaluated by functional draw testing and the indicated failure mode for insufficient flow with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." D.1. Device available for eval: yes. D.1 returned to manufacturer on: 06-nov-2023.